Event description:
Patient was placed on ventilator after intubation. Immediately the o2 sensor failure started alarming. Took patient off ventilator and started manually bagging, while other ventilator was replaced.